Event description:
It was reported that after approx 15 months of use, the pump was removed when the pt developed a fever and signs of meningitis after the pump's flow pattern changed when the refill cycle shortened from 4 weeks to 3 weeks. There were no add'l reported complications.